Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed their bg with a correction bolus via pump. A cartridge change was performed resolving the issue